Manufacturer narrative:
The failure investigation for the unresponsive touchscreen was completed and the alleged issue was verified, the failure investigation for the cracked/shattered/scratched touchscreen was completed and the alleged issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 180 mg/dl. The customer reverted to an alternate method in insulin therapy.